Event description:
It was reported that the pump was not exposed to extreme temperatures, but ongoing temperature alarms occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.